Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had inaccurate readings. The customer states they are unsure if the pump alarmed threshold suspend. The customer's blood glucose reading was 150 mg/dl and their sensor glucose reading was 99. The difference was found to not be within the acceptable range. Troubleshooting was performed. The product would be replaced and returned for analysis.